Event description:
It was reported that the right ventricular lead was oversensing; a lead integrity alert (lia) was triggered due to nonphysiologic sensing, non-sustained tachycardia episodes, and ventricular high rate episodes. The electrogram (egm) showed intermittent t wave oversensing. Programming options were discussed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).